Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: symptom - system error 3 alarm. Findings/action taken: found defective pump assembly ((B)(6) 2012). Replaced pump assembly. Added lock nuts, central head. Functional check - okay. Replaced power cord ((B)(6) 2012). Additional info received on (B)(4) 2012, per the field service representative stated the pump was on a pt at the time of the event. The pt was transported in from another hospital. They were having multiple error messages and could not track the pt. The pt was switched from the datascope pump to the arrow autocat2 ((B)(4)). As soon as the pump was started up they began having system error 3 alarm messages and still could not track the pt. Pt was in afib with a heart rate approx 130. The decision was made to switch out the pump ((B)(4)) for another arrow autocat 2 successfully. They continued having tracking problems. As a result, the datascope iab was removed and replaced with an arrow iab. The pt was stabilized using tracking 1:2. No report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while switching out the pump and replacing the iab with no harm to the pt. The pt outcome is the pt continued on to the operating room.